Event description:
Removal of endosseous dental implant. Implant was placed on 9-7-93 in site #12 (class ii bone) during a routine procedure. The prosthesis installed was a single unit crown. The implant was removed on 1-2-97 due to fracture.

Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.